Event description:
It was reported that the pump battery was depleting too quickly, which led to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer was educated by technical support on the effects of the pump shutting down and was able to resume insulin delivery. Technical support planned to investigate the battery consumption further.